Event description:
Boston scientific received information that this patient received anti-tachycardia pacing (atp) shock therapy for atrial fibrillation (af) with rapid ventricular response. Tachy therapy was exhausted during the event. A boston scientific field representative called into boston scientific technical services (ts) discussed the event and possible programming options. No adverse patient effects were reported aside from the shocks.

Manufacturer narrative:
I have gone to the field for resolution to this issue. This report will be updated when additional information is received.